Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable sodium results using the ise indirect na, k, ci for gen.2 assay (ise-na) on the cobas 8000 modular analyzer series (c8000) and the cobas 6000 series system (c6000) for several patients. The customer provided two sets of results. All results are in mmol/l. On (B)(6) 2017, the result on the c8000 was 155. The sample was repeated on the c6000 with a result of 146. The customer provided an "example" set of results. The initial result was 149 on the c8000; the repeat result was 141 on the c6000. Additional information was requested but not provided. There was no allegation of an adverse event for the patients. The ise-na electrode lot number is w09. The expiration date was not provided. Calibration and qc information from the date of the event was requested but not provided. The customer replaced the ise-na and reference electrodes on the c8000. Calibration, qc, and a precision check were performed afterward and were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes may be related to pre-analytical issues or calibration issues. Since the ise-na electrode and reference electrode were both replaced, both could have caused the erroneous results; however, this could not be confirmed since additional information was not provided.